Event description:
It was reported to philips that device popup menu during defibrillation leading to device therapy failure.the device was in clinical use for patient at the time of the event. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that user's mis-operation of device popup menu during defibrillation leading to device therapy failure. There was patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.